Manufacturer narrative:
Batch review performed on 29 july 2021: lot 2002611: (B)(4) items manufactured and released on 29-jul-2020. Expiration date: 2025-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. 1 month after the primary surgery, the surgeon revised the medacta head and competitor liner, and the surgery was completed successfully.